Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - did the reported issue contribute to any patient adverse consequences? Not reported. - please provide the source or name of person providing answers to follow-up questions: (B)(6) pharmacist.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2025 and suture was used. During the carotid anastomosis phase, the thread breaks easily in the absence of large traction, in the section near the needle. The problem was found with three different wires and was solved by changing the lot. No adverse patient consequences were reported. Additional information was requested.